Event description:
Customer reported experiencing blood glucose readings of 500 mg/dl and stated that they did not receive an error message. Customer stated that they took a shot and their blood glucose readings went down to 270 mg/dl however woke up with readings of 500 mg/dl again the next day. Customer mentioned that she changed her set and received a motor error alarm during prime and fill tubing. Customer does not use the sensor feature and they were able to complete the rewind sequence. No further information reported.

Manufacturer narrative:
The pump passed the basic occlusion and displacement tests. No motor error alarms were noted. However, unable to prime the pump during the prime test due to a faulty force sensor. Unable to perform the excessive no delivery test due to the prime anomaly. The motor was tested outside the device and it passed. The pump also had a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.